Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front corners. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using power up and occlusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm. No adverse effects were reported.